Event description:
Additional information received indicated the atrial lead was not explanted but was successfully repositioned and left implanted.

Event description:
Additional information received indicated the atrial lead was not explanted but was capped and left implanted during the lead replacement procedure.

Event description:
Additional information received indicated the atrial lead was later explanted and replaced to resolve the event. The patient was in stable condition.

Event description:
Following the initial implant procedure, post-paced t-wave oversensing with double counting was observed on the atrial channel. Abbott technical support was contacted, and the device was reprogrammed, however, it was noted atrial sensing was now the same as ventricular sensing. X-ray imaging was performed which revealed the atrial lead had become dislodged. Lead revision is anticipated, however, no intervention was performed at this time. The patient was stable and will continue to be monitored.